Event description:
An implant was received which stated that the patient's vns lead and generator were replaced due to infection. Manufacturing records confirmed that the lead and generator were sterilized prior to distribution. However the devices had been implanted for several years and it was unclear why the infection had presented so long after implant. No additional relevant information has been received date.

Event description:
It was reported that the products had been explanted due to infection had occurred several years earlier and only recently the patient was re-implanted with a vns therapy system. However an exact explant date was not known.

Manufacturer narrative:
Corrected data: age at time of event. This information was inadvertently left off on mfg. Report #1. Corrected data: date of event. This information was inadvertently left off on mfg. Report #1.